Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. D4: batch #567c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage, only the anvil half washer was present, with some marks in the washer and there were no staples present. When a test battery was inserted, the green checkmark illuminated. Indicating the device had been fired. The device was reloaded with staples, however, when the reset battery was inserted, the light did not illuminate, and smoke was noted coming from the battery location on the device. The device was disassembled in order to verify the condition of the internal components and motor corrosion and burn marks were found on the led board. The analysis found the d1 component was found to have shorted out and caused the smoking seen. No anvil issues were noted during the testing, the anvil was inserted and removed multiple times without anomalies noted, the anvil locks seems to be in good condition and did not feel loose at any time. A possible cause of the issue originally seen was due to bodily fluid ingress into the motor. The bodily fluid ingress could cause corrosion of the motor and therefore, the motor to burn up the d1 component of the led board. This could lead to the device no longer being able to be reset. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 567c21, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the head of the circular device was fitted normally (but surgeon soon noticed that it was easier to fit than normal. It gave the feeling that the lumen of the head was larger than the spike). They fired, the machine fired, the anastomosis was done, everything went well. When they were in the process of opening the machine to remove it, the head disengaged and came out on its own, remaining in the anastomosis. Then they managed to remove the head and there were no complications. There was aa surgical delay of 15 minutes. Surgeons team try to remove the head. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.